Event description:
It was reported the customer was hospitalized. The customer declined to provide details about the hospitalization. The customer stated they woke up with a high blood glucose of 400 mg/dl and went into diabetic ketoacidosis. Customer stated they were feeling nauseous from their high blood glucose. The customer also reported receiving several no delivery alarms when their reservoir was low on insulin. Customer was advised this was normal insulin pump behavior. The customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.